Manufacturer narrative:
(B)(4). Additional information: batch # n5377e. The analysis found that one pve35a device was returned in good visual condition and with a cartridge loaded on the device. The cartridge was received unfired. In addition two cartridges were received fully fired. The device was tested for functionality in the straight position with returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what is meant by intermediate locking position? This is when they lock and compress the device so that it can be fired with the powered trigger. It's the manual lever. This would be the closing trigger I assume. Was the closing trigger completely closed and locked? Yes. Does the surgeon allege any deficiency of device? No. Did not blame device. Were there any patient factors that would have made the tissue more susceptible to tearing (chemo or radiation therapy)? No. What is the current patient status? Unknown.

Event description:
It was reported that during a lobectomy procedure was using the pvs to take vessels. At this particular time he was taking the pulmonary artery (pa). The pa "ripped" when closed in intermediate locking position. The pa was already taken and they used an echelon 60 powered to staple across the bronchus. Had to go in bypass to also stop bleeding and finish the case. He skeletonized the pa nicely and was across the cutline he then clamped down in intermediate locking position and before the staple fired across the pa he noticed bleeding coming from the stapler and the pa. He then fired the stapler and opened the jaws. The pa started bleeding bad and the patient's blood pressure started dropping. They finally stabilized the patient and were able to finish the lobectomy. They had to put the patient on bypass and the pump. Once they did that the doctor noticed that the staple line was intact and it seemed like there was a hole distal to the staple line. The surgeon thinks that it wasn't the staple line that failed but rather when they closed it to put into intermediate locking position they think that it tore the pa. They stabilized / repaired her and closed.